Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned view plate confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon placing the tibial sizing view plate on the tibia and when it was removed, it was in two pieces. When the scrub tech was going to lift the upper tray out of the pan to get to the bottom, it broke in half. All pieces are being returned. No surgical delay.